Manufacturer narrative:
Device not returned. No eval will be performed. No conclusion can be drawn.

Event description:
On (B)(6) 2011, our (B)(4) affiliate rec'd info indicating a pt "got teary eyes, swelling sensation and corneal keratitis after wearing lenses", while wearing 1-day acuvue moist contact lenses. Add'l info was requested regarding the event; the pt said he/she could not get a "certificate" from the treating doctor and could provide no medical info. The pt provided a list of the prescribed medications. The prescribed medications were chloramphenicol eye drops 0.5% 10ml; genoptic eye drops; paracetamol-b tablets, 500mg; zinnat tablets 250mg and u-lysozyme 30mg tablets. We were unable to obtain any add'l info regarding this event. The info for the pt's other eye is documented in 1033553-2011-00019. Keratitis is a non-specific term which may be associated with a serious adverse event. As the pt was prescribed 3 different antibiotics, an nsaid medication and u-lysozyme tabs, this event is being reported as worst case. Three sealed blisters were rec'd. The parameters of the lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No visual attributes were observed. The solution was also tested; the ph was in specification. There was not enough solution to measure conductivity. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 3199930102 was produced under normal conditions. There are no similar complaints for lot 3199930102 in our worldwide complaint database. If add'l info is rec'd, we will report it within 30 days of receipt. (B)(4).